Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. Therefore, functional and visual testing could not be performed. Potential root causes of the reported event include use of an under pressurized tourniquet cuff, incorrect size of tourniquet cuff used, kink in tubing of tourniquet cuff, improper connection to pump, incorrect size of stockinette used, or the stockinette was not placed properly on the limb. The instructions for use (IFU) states: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the pressure tourniquet cuff was not inflating and sending a "leak" error message. The device was removed, and there was no breakthrough or excessive bleeding. There was no medical intervention, surgical delay, or other adverse consequences to the patient.